Event description:
It was reported via repair work order that the headend lift was elevated and would not lower due to the cpu malfunction and a worn coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.